Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the amia automated pd set with cassette without an alarm. This occurred during the initial drain of peritoneal dialysis therapy. The patient will start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.